Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 325 cc, catalog number 3507325bc, serial (B)(4), lot number 5575986. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 325 cc and experienced rupture on the right breast implant. The rupture was confirmed by the physical examination and MRI by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07/31/18, it was reported to mentor that the device history record ( DHR) of lot number 5609317 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).